Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the duodenovideoscope exhibited a stain on the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (g2 ¿ report source): user facility; was selected inadvertently and does not apply to the event. New information added to the following fields: g2, h3, h4, h6. A review of the device history record found unsure whether there were deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the investigation results, discoloration inside the light guide- lens, could not be identified. Could not identify the stain/foreign material. Could not specify root cause of stain/foreign material remaining in the subject device. Although we confirmed stain (foreign material) inside the lg-lens on the provided photo by sbc, we could not identify the stain (foreign material). Since the foreign material was not on external surface of the device, it could not be removed by reprocessing. Presumably, the lg-lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. However, we could not specify occurrence cause by confirming the event/analyzing the device because the device was not sent to mbc. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection.¿ olympus will continue to monitor the field performance for this device.